Event description:
Customer reported an employee was splashed in the face with when trying to remove capture-r ready-screen microwell strips from the plate holder (frame). The employee was tested for hiv, hbv and hcv.